Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead delivery catheter sheared in half during slitting. The lv lead had to be removed and repositioned. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).